Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient made a mistake. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 3 days, route and duration were not reported), amikacin injection (250 mg, stat dose, route and duration were not reported) and amikacin injection (125 mg, everyday, route and duration were not reported) for peritonitis. Antibiotic treatment with amikacin injection (250 mg) was stopped. Pd therapy was ongoing. Seven days after the event onset, the patient has recovered from the event. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.